Manufacturer narrative:
The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a cable snapped, and a piece of the mega needle instrument cable flew off into the patient's abdomen. The fragment was retrieved during the same procedure. The procedure was completed. On 13-jan-2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: cable snapped, and a piece of the cable flew off into patient's abdomen. The piece was found then removed from the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. It didn¿t appear that the break was due to use, it looked broken right when the customer first put the instrument in. The instrument wasn¿t used. Once it was noticed, it was in the abdomen for less than 2 min. No issue with the functionality of the instrument was noted. The instrument didn¿t collide with any other instruments or other hard materials during the surgical procedure. The fragment did not fall inside the patient during an instrument tip/accessory collision. The instrument was not removed during the procedure, prior to the breakage. No resistance was noted upon the removal of the instrument. Upon final removal of the instrument: the wrist was straightened, the staff did not feel any resistance of the instrument through the cannula, and there was no damage noted to the cannula or instrument after the event occurred. The customer picked up the fragment with a grasper and it was removed, and the area was visually inspected. No additional surgical procedure was required. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragment(s). The procedure was completed robotically. The patient has not returned to the hospital due to retaining a foreign object. The instrument is available for return, but the fragment was discarded by staff. There are no images/videos available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver was analyzed, and the findings did not replicate or confirm the customer reported event. There were no frayed or damaged cables observed during visual inspection. No damage or missing piece was observed during visual inspection of the distal and proximal ends. The instrument articulated as expected during manual articulation. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.